Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) power doesn't stay on nor does it charge. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power doesn't stay on nor does it charge,

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the device does not power on. A getinge field service engineer (fse) had replaced the (d670-00-1162) power management board and still no lights or power. When side panel was removed to replace power supply (d997-00-1180). The power supply found evidence of saline in compartment. Replaced the power supply and device still does not power on. There is a green power light on back of machine. When power button pushed, lights up then goes off. Replaced the power supply monitoring board (d670-00-1166) and powered device on. Battery light shows and device is charging. Verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was corrected and returned to customer and cleared for clinical use. There was no involvement of the patient.